Event description:
It was reported that during use with a bd facslyric¿ there were discrepancies in population outcome on patient samples. Results were not reported and there was no reported patient impact. The following information was provided by the initial reporter: customer has reported out that they have found discrepancies in the population outcomes since the software has been upgraded. The qc and tube assay setups pass fine, however, some of the populations are found closer to the axis as compared to before. The end user has confirmed there was no impact to patients or delay in results/treatment and there were no erroneous results reported as the issue could be identified in time and the resolution was in place rapidly.

Manufacturer narrative:
H6 investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument part # 659180, serial # (B)(6). ¿ problem statement: customer reported complaint with discrepancies within the settings after upgrading. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 16sep2019 to date 16sep2020. ¿ complaint trend: this is the only complaint, pr# (B)(4), related to the issue of setting discrepancies after upgrades. Date range from 16sep2019 to date 16sep2020. ¿ manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file #659180-659180-r659180000159-105571715-17, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of why the customer found discrepancies in their settings and population outcomes on the facslyric was due to the user analyzing the data on a different software version. The tsr (technical service representative) verified with the customer that the analysis workstation they had in the lab still used facsuite 1.3 while the instrument workstation had been recently upgraded to suite 1.4. When analyzing data with the instrument and workstation, the versions should be the same, otherwise it will not be compatible. A usb with the new software version, facsuite 1.4, was sent to the customer to install in which resolved the issue. No engineer was needed to go onsite, nor was any part requested for evaluation as not part was replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. After the software install the results proved the instrument was working and the population outcomes were expected. After the repair, the samples were retested and showed the instruments were functioning as expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. ¿ service max review: review of related work order #: 01607922, case # (B)(4). Install date: 09jan2018 defective part number: work order notes: o subject / reported: 659180 - facslyric - discrepancies in settings after upgrade o problem description: customer has reported out that they have found discrepancies in the population outcomes since the software has been upgraded. The qc and tube assay setups pass fine, however, some of the populations are found closer to the axis as compared to before. O work performed: customer called back saying that he realized what is the cause of the issue. The analysis workstations they have in the lab still use facsuite 1.3 while the instrument workstation has been recently upgraded to suite 1.4. Customer does not have the installation usb. Part 664244 is sent to the customer. O cause: different software version used for acquisition and analysis. O solution: customer confirmed the issue has been resolved and the case can be closed. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? O azure ID: 89214, o ID: libivd-ra-109 3.1.12, o reg status: ivd; ruo, o hazard: incorrect output. O cause: transmission errors between cytometer and workstation. O harmful effects: wrong results. O risk control: o req link (azure ID): o implementation verification: o effectiveness verification: o propabiltiy: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none o azure ID: 89215 o ID: libivd-ra-113 3.1.13 o reg status: ivd; ruo o hazard: s/w files corrupted. O cause: wrong information in the fcs file o harmful effects: potential wrong statistics result leading to incorrect results. O risk control: n/a o req link (azure ID): n/a o implementation verification: o effectiveness verification: o propabiltiy: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient. ¿ root cause: based on the investigation results the root cause was due to a different software version used for acquisition and analysis. ¿ conclusion: based on the investigation results, the root cause of the customer having discrepancies on their population and settings on their facslyric was due to a different software version used to analyze data. The tsr and customer confirmed the issue and they were sent the latest version software, facsuite 1.4, to install. After the resolution, the samples were retested and showed the instrument and analysis workstation was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facslyric¿ there were discrepancies in population outcome on patient samples. Results were not reported and there was no reported patient impact. The following information was provided by the initial reporter: customer has reported out that they have found discrepancies in the population outcomes since the software has been upgraded. The qc and tube assay setups pass fine, however, some of the populations are found closer to the axis as compared to before. The end user has confirmed there was no impact to patients or delay in results/treatment and there were no erroneous results reported as the issue could be identified in time and the resolution was in place rapidly.